Event description:
It was reported that a sparc sling was implanted and, as a result of the implant, the patient has experienced erosion, pain, worsening incontinence, debilitating injuries and has had surgical revision procedure.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.